Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to myopotentials. It was noted that noise was seen when the patient performed push-ups. The field representative noted that more testing will be done, and the sensing vector will be reprogrammed based on the results. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to myopotentials. It was noted that noise was seen when the patient performed push-ups. The field representative noted that more testing will be done, and the sensing vector will be reprogrammed based on the results. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the initial reporter.